Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw interface right device was fractured. It was initially reported that the connection port of the device was damaged. The event occurred during sterile processing. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: the product was returned to depuy synthes for evaluation. Visual analysis of the right-sasi device revealed that the honeycomb electrical connector feature of the saw interface port was broken on the edge. Fragment was not returned. Deformations on the edge of the electrical port were found. Deformation and breakage observed can be traced to improper handling or care, such as off axis assemblance with the e-connector, or by not using the cleaning cap of device, leaving the port unsecure and susceptible to contamination and/or to unintended forces applied over the device material. As per instructions for use (IFU), the use of the cleaning cap to protect the electrical port is indicated to prevent any kind of contamination and/or damage to its internal components. The overall complaint was confirmed as the observed condition of the velys saw interface right would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.